Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for analysis. The difficulties removing the device and foot retraction problem were unable to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional procedure. Reportedly, the foot would not retract. The lever would not go back to its original place. The device was stuck for 10 minutes before the lever could be closed and the device was removed from the patient. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was a clinically significant delay in the procedure of 10 minutes due to the stuck device. The technician is reported to be trained in the use of the proglide device. No additional information was provided.